Manufacturer narrative:
This report addresses the left side device. This is the same event, same patient that is being reported in report # 2028924-2019-00003 which addresses the right side device.

Event description:
Complainant reported that patient with gluteal implants had devices explanted bilaterally approximately 7 years and 8 months post-operatively due to pain and migration. Upon explant, the devices were found in several pieces. Complainant confirms devices were carved at the time of implantation. Note: this report addresses the left side device. This is the same event, same patient that is being reported in report # 2028924-2019-00003 which addresses the right side device.